Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for placement signal issue. No product was returned for analysis. The data logs show that placement signal was drifting down and pump flow was drifting up before placement signal went out of range and flow calculation was disabled. The placement signal did not recover for the remaining duration of the case. The root cause of the placement signal issue was determined to be due to sensor drift as evidenced by drift observed in the logs. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp flex pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, placement signal unreliable were observed. Decision was made not to change pump out as motor current had normal flows. Decision made to withdraw care, and the patient expired.